Event description:
Related MFR report number: 2017865-2023-42657. It was reported, that a patient presented to clinic for follow up. Device interrogation revealed, loss of capture on the right ventricular (rv) lead and left ventricular (lv) lead. The physician elected to explant and replace both the rv and lv lead. The patient was discharged, following the procedure.